Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of needle detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned capio slim device revealed no visual failure. The carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot, the suture and the needle were not detached. Complaint included a returned device review which showed no evidence of either the alleged issues or any defect which could have contributed to the event. Therefore, the most probable root cause classification is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a capio slim was opened for use in a transvaginal mesh procedure performed on (B)(6) 2015. According to the complainant, during preparation, the needle detached and remained inside the capio cage. The procedure was completed with another capio slim and suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a capio slim was opened for use in a transvaginal mesh procedure performed on (B)(6) 2015. According to the complainant, during preparation, the needle detached and remained inside the capio cage. The procedure was completed with another capio slim and suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.